Event description:
The intra-aortic balloon was inserted into the pt on 1/5/1998 at 9:00 a.m. And removed on 1/5/1998 at 5:00 p.m. The intra-aortic balloon did not malfunction. A vascular surgeon was consulted. The pt had major ischemia, removal of the intra-aortic balloon was required and surgery was required. The intra-aortic balloon was not returned to datascope: (event complications: major ischemia/removal/surgery required - reported 5/6/1998. (Pt's current status: discharged-rpt'd 5/6/1998.)